Event description:
It was reported that during surgery to correct prolapse involving the use of an autosuture device to apply a suture within a deep confined anatomical space, an autosuture device was used. The tiny suturing metal bullet was deployed but was not captured by the device. Subsequently attempted retrieval, the suture detached from the metal bullet which was then retained within/behind sacrospinous ligament - not retrieval therefore left in situ considering risks with dissection and attempted retrieval. No anticipated migration of the dilating point or adverse effect if left in situ.

Manufacturer narrative:
The actual sample remains in the pt. The device history review showed that the finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions section: "the monodek suture knots must be properly placed to be secure. As with other synthetic sutures, knot security requires the standard surgical technique of flat and square ties with additional throws if indicated by surgical circumstances and the experience of the surgeon. Avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Vaginal mucosal sutures remaining in place for extended periods may be associated with localized irritation and should be removed as indicated. Subcuticular sutures should be placed as deeply as possible in order to minimize the erythema and induration normally associated with absorption. Acceptable surgical practice should be followed with respect to drainage and closure of infected wounds. Discard used needles in appropriate container ("sharps"). This device should be handled and disposed of in accordance with all applicable regulations including, without limitation, those pertaining to human health and safety of the environment. Adverse reactions: due to prolonged suture absorption, some irritation and bleeding has been observed int eh conjunctiva and mild irritation has been observed in the vaginal mucosa." (B)(4).